Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 that a reamer broke. There is no further information available. This report is for one (1) reamer ø11 f/pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the reported condition of broken cannot be confirmed, there is no breakage visible. The received reamer is in a very used condition, there are scratches and nicks all over the cutting edges and also at the coupling piece. There are stress marks all over the shaft, the laser markings are partially worn away. Document/drawing review: the important information leaflet was reviewed, following sections can be pointed out: limits on reprocessing end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (e.g. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Inspection synthes instruments should be inspected after processing, prior to sterilization, for end of life indicators such as: damage, including but not limited to corrosion (e.g. Rust, pitting), discoloration, excessive scratches, flaking, cracks and wear. Proper function, including but not limited to sharpness of cutting tools, bending of flexible devices, movement of hinges/joints/ box locks and moveable features such as handles, ratcheting and couplings. Damaged or worn devices should not be used. Investigation conclusion: the reported breakage cannot be confirmed, nevertheless is the complaint rated as confirmed as the reamer is in a end of life condition. After a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 356.821, lot: u213100, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 29. Oct. 2014. There is no indication for a manufacturing related root cause, therefore no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.